Manufacturer narrative:
Component code = 4756 - hydros foot pedal, a reusable component of the hydros robotic system, used to align and activate the high-velocity waterjet during aquablation treatment. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during aquablation therapy, the hydros foot pedal was inadvertently dropped, landing directly on the connection point. As a result, the device malfunctioned and the surgeon decided to abort the procedure. There were no adverse health effects to the patient.

Manufacturer narrative:
The hydros foot pedal was returned for investigation. The hydros foot pedal was examined and the cable connecting to the hydros foot pedal under the strain relief was found to be damaged and the wire to be frayed. The hydros foot pedal was then connected to the qa hydros tower system and was successfully recognized as the interlock turned green. However, the priming button would not function unless the cable was manipulated to a certain position, likely due to the visible fraying on the cable which confirms the reported failure mode. Based on the event description, the root cause of the reported event is user error since the representative reported that the hydros foot pedal fell and landed on the connection point. A review of the device history record (DHR) for hydros foot pedal lot number 24c05016 and hydros robotic system hy1000/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. A review of the log file is not applicable as the logs will not capture any information related to the reported event. The hydros robotic system user manual (um), um0401-00-01 rev. C, was reviewed and states the following: 4.3.2 precautions: setup: handle the device components with care to avoid dropping or otherwise damaging them during setup. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.